Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula, introducer needle or steel needle was found abnormal either prior to use, during use or upon removal. Only use if a specific malfunction cannot be determined and no description about failure type. The batch 6008145 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Packaging lot: the lot 6008145 was packaging according to the work instruction (wi) version 97, in the machine multivac 14, on 15/jul/2024, with a total of (B)(4) units. Welding. The lot 4g00929 was welding according to the wi version 34, manufactured in the line ls06, ls07, on 15/jul/2024 with a total of (B)(4) units. The lot 4g00928 was welding according to the wi version 34, manufactured in the line ls24, ls25, on 12/jul/2024 with a total of (B)(4) units. The lot 4g00931 was welding according to the wi version 34, manufactured in the line ls24, ls25, on 15/jul/2024 with a total of (B)(4) units. Gluing connector: the lot 4g00919 was glued according to the wi version 37, manufactured in the line l-3 on 14/jul/2024 with a total of (B)(4) units. The lot 4g00920 was glued according to the wi version 37, manufactured in the line l-3 on 15/jul/2024 with a total of (B)(4) units. The lot 4g00922 was glued according to the wi version 37, manufactured in the line l-3 on 16/jul/2024 with a total of (B)(4) units. The lot 4g00921 was glued according to the wi version 37, manufactured in the line l-3 on 16/jul/2024 with a total of (B)(4) units. The lot 4f05703 was glued according to the wi version 37, manufactured in the line l-3 on 12/jul/2024 with a total of (B)(4) units. The lot 4f05702 was glued according to the wi version 37, manufactured in the line l-3 on 12/jul/2024 with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to malfunction reported, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose level on (B)(6) 2025. The blood glucose level of the patient was 568 mg/dl which was treated by bolused via the pump. Therefore, the patient first went to emergency room and was subsequently hospitalized due to high blood glucose level. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication intravenously as corrective treatment which resolved the issue. On (B)(6) 2025, the patient was released from the hospital with no permanent damage. Moreover, the infusion set was used for three days. No further information available.